Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation findings).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on patient cardiosave intra-aortic balloon pump (iabp) shutdown without warning. There was no harm to the patient

Manufacturer narrative:
Updated fields:b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: e3, h6 (medical device ¿ problem code). The following investigation was performed by technician of the maquet failure analysis and testing dept. The failure analysis and testing dept. With a reported unit failure of the machine shutting down while in use. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number and tested the part to factory specifications per the cardiosave service manual revision r. No failure was confirmed. Retaining the part in the failure analysis and testing department. Rc1 ¿ there is no surge protection in the interface between the charging circuitry and the batteries installed in the power slots of the unit. Rc2 ¿ the tantalum capacitors used on the following two (2) pcbas are not within the capacitor manufacturer¿s (vishay) de-rating guidelines which may result in capacitor failure causing an overcurrent condition on the vbulk power supply which damages the power management board. A getinge field service engineer (fse) inspected the unit and was initially unable to reproduce the issue reported by the customer. The fse reviewed the device logs and found no major fault codes. The customer stated that the unit shutdown before batteries depleted and then alarmed. After testing the batteries, the fse connected in the unit to a know good power receptacle and observed that the batteries were not charging. The fse replaced the power management board and confirmed that the batteries were changing properly. The unit passed all functional, calibration and safety test in accordance with the manufacturer's specifications.